Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device had a login issue. A technical support specialist connected to server, checked ids logs, and found user logon error. Suggested user to reset password and setup bio-ID log in to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that a crna was unable to login into the bd pyxis anesthesia system. She was "unable to authenticate" on the 4 pyxis a-stations. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia system had a login issue. The user was unable to authenticate to 4 different stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a login issue. The user reset the password and was able to log into the station and setup bio ID log on. The system functioned as intended.